Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient stated at 11:30am, they had a seizure and passed out. The patient's coworkers tried to wake the patient and called an ambulance. While unconscious, the dexcom g6 app was displaying 85 mg/dl. When the paramedics arrived, they checked the patient's bg and it was 25 mg/dl. They treated the patient with "glucagon IV shot". At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).